Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device was disposed of at their facility. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device locked after application to tissue. After the physician sealed and cut with the device, he could not open the jaws. The device was removed by sliding the jaws off of the tissue. The jaws later opened and the same device was used to continue the procedure. The issue occurred one additional time. No patient injury occurred.